Event description:
Additional information received from the consumer reported the patient reset the device and the uncomfortable stimulation resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uemg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had uncomfortable stimulation. One of the patient¿s programs kicked on the other day and ¿puckered¿ the patient up. The program changed on its own and the patient was not using the patient programmer when this occurred. This was a sudden change in therapy. The patient had it set on program 2, but when they checked it, it was on program 3 at 3.6. The patient maybe bumped something. The patient¿s therapy was on. The patient was on program 1 at 0.0v, then was on program 2, and then was on program 3 at 1.7v and felt a mild tingling. Right now, the patient felt stimulation sensation between the rectum and urinary tract towards the left side. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.